Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy." Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing.

Event description:
Health professional reported left side device removal due to "rupture."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, the device shell was broken also identified missing shell approximately (0% -25%). A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: broken sharp assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: broken sharp in the posterior due to an unidentified (tear) opening.

Event description:
Health professional reported left side device removal due to "rupture."